Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter adaptor of the titanium transfer set was "idled" and could not connect to the titanium adapter. This occurred during preparation of peritoneal dialysis therapy. The transfer set was replaced. There was no allegation against the titanium adaptor and titanium adaptor was still in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.